Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a grip ring dislodged. This failure likely caused the grips to not open and close. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that the synchroseal opening and closing was disabled. There was no reported patient harm or injury.